Event description:
Follow up information was received on 14-dec-2021: the batch record review was received and the lot number for radiesse was confirmed as a00003270 (expiry date: 12/2022).

Manufacturer narrative:
The device history record for radiesse lot number: a00003270 was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
Follow up information was received on 03-dec-2021. The radiesse batch number was reported as a00003270. A lot search in the global safety database was conducted. The patient's aesthetic treatments in the past included a micro infusion of medicines into the skin, on (B)(6) 2021 and pulsed radiofrequency with multi needles, on (B)(6) 2021. It was confirmed that corrective treatment included hyaluronidase 6000 units, acetylsalicylic acid, sildenafil, prednisone and a hyperbaric chamber. The patient was not hospitalized. As reported, the patient resolved without permanent damage. The outcome of the event remained unchanged. In the opinion of the reporter, treatment was necessary to prevent permanent damage, and the event was of moderate intensity, which was assessed during a clinical examination and doppler ultrasound (reported as usg with doppler).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a brazilian physician and concerns a (B)(6) male patient. He was injected dermally, with a total of 1.5 ml of radiesse, into the malar region, for acne scars, on (B)(6) 2021. Radiesse was diluted 1:1. He was injected with a total of 1 syringe, with 0.75 ml into each side, using a 22 g cannula. The patient's aesthetic treatments in the past included micro infusion of medicines into the skin and pulsed radiofrequency with multineedles. The patient's medical history and concomitant medications were reported as none. He had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2021, on the same day after the radiesse injection, the patient experienced hypochromia in the malar region. There was an occurrence of whitening of the left malar region. The patient remained under observation for 20 minutes, with improvement in the condition. On (B)(6) 2021, the patient presented pain to the touch and mild edema. On (B)(6) 2021, he sent a photo with purple areas. He reported pain and noticed the appearance of discrete pustules. The patient went to the hospital and was diagnosed with vascular obstruction. A doppler ultrasound was performed that identified partial vascular obstruction. The patient did not present ocular involvement. Corrective treatment included hyaluronidase infiltration, acetylsalicylic acid (reported as aas), sildenafil and prednisone. A hyperbaric chamber was scheduled. The patient had improvement in the skin condition, without the appearance of ulcerations. No systemic antibiotic was prescribed, and the patient was not hospitalized. The outcome of the event was reported as resolved, in (B)(6) 2021. In the opinion of the reporter, the event was not life-threatening, not permanent and related to radiesse.